Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was cracked the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Icare: 325522 my gtts keep beeping and occluding. After multiple attempts of tracing the line and flushing the line, it kept beeping still. Then, rn noticed the hub was cracked on the trifuse. This is the second time that it happened to me. Both trifuse are in sharon norman's box. 1. Are you able to provide the date of event in format dd-mmm-yyyy? 09-05-2024 2. Are you able to provide the batch/lot number? Unknown 3. Was issue being described noted before, or during used? During use 4. Was there any patient involvement? Yes 5. Any adverse events or serious injury reported to patient or healthcare professional? No 6. What was the patient outcome? Unknown 7. Was there any delay of, or change in, the course of treatment due to this event? No 8. What procedure was being performed? Infusion of IV fluid/medication 9. What medication was used in the procedure? Unknown 10. Was there any medical intervention due to this event? No

Manufacturer narrative:
It was reported by customer that the hub was cracked on the trifuse. One sample trifuse was submitted. The sample was visually inspected for damages. The male luer adapter shows that the securement collar has separated from the luer adapter body. Further inspection under magnification shows that the luer collar has many stress cracks throughout its shape. The type of stress cracking shown in the securement collar indicate a possible over torquing of the component, causing it to crack off the assembly. Further investigation of the damage to the luer collar and information from the customer that they do not use alcohol prior to connecting the luer connections suggest that the damage is not due to using an antiseptic to clean the connection point. Antiseptics can reduce the strength of the luer connection, making it brittle and easy to crack. The probable root cause for the damage to the luer collar is an over tightening of the collar causing it to crack making it easier to separate from the luer body. A device history record review for model mz9266 lot number 24029370 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16 feb 2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.